Event description:
It was reported that an extension was removed due to possible breakage, with "all leads above 4,000 ohms". The device was not replaced with a manufacturer product. No pt outcome was provided. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.